Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. A manual injection was administered to address bg. Reportedly, the customer had manual injections available as alternate insulin therapy.